Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms. Customer reported that insulin also gels. Customer reported of having to sleep under three blankets due to being very cold. Customer believes that the heat from under the blanket causes insulin to gel. Customer delivered 9 units of bolus and did not receive a no delivery alarm. Customer would call back for follow up.